Event description:
The device was returned to the MFR for analysis. No reason was provided for the explant. A follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.